Event description:
On (B)(6) 2013, a reporter contacted animas alleging that they were experiencing frequent loss of prime. This complaint is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/27/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2013 with the following findings: during investigation a loss of prime with low non-zero force was verified in the black box history. The pump was able to rewind, load, and prime with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime events. Force sensor calibration was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.